Event description:
Reporter indicated that vns pt was experiencing "hard vibrations" and an increase in drop attacks. It was reported that the pt's device is implanted in their back instead of in the recommended position just below the clavicle in the left upper chest. The pt is feeling the vibrations in the left side of their back between the axilla and the rib cage area and is reportedly experiencing 5 to 6 drop attacks per day. The pt was referred to implanting neurosurgeon who indicated that the pulse generator was in an excellent position on the pt's back and that their incisions had healed well. Neurosurgeon believes that the vibrations are a response of some kind of pain stimulus that seem to cause some sort of spasm from the pain and discomfort. Neurosurgeon recommended a reduction in stimulation intensity to see if that would lessen the discomfort and the reaction to it. Neurosurgeon does not believe that the pt's problems are related to surgical placement of the device and indicated that the pt's condition was stable. No intervention was taken and none is planned. Device diagnostic testing was within normal limits, indicating proper device function.